Event description:
Left implant ruptured, discovered during surgery.

Manufacturer narrative:
Tiger aesthetics medical complaint#: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4) device evaluation: d9, g3, g6, h2, h3, h6, h10. Tiger aesthetics medical received the suspected device from the customer and performed a failure analysis. The device was returned back and upon initial observation and found to have shell failure and moderate yellowing. The device was unable to weigh. Upon device inspection, the explant was received in one piece and missing a piece. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was analyzed using optical microscope and images were taken of the areas. The observed result of mechanical testing was 388% for ultimate elongation and 4.3(lbf) for ultimate break force. The cause of shell failure is local stress of unknown origin. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.